Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the guidewire could not be removed from the puncture needle. It was further reported that the guidewire met resistance and the device became stuck inside the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle and a j tip guidewire with a loaded guidewire straightener were returned for evaluation. Gross, visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Multiple kinks were noted on the guidewire. Uncoiling was noted throughout the distal portion of guidewire. The flat core wire was noted to protrude the uncoiled/stretch portion of the guidewire. The termination was noted to be granular. The round core wire was inadvertently found within the coils after a portion of the guidewire was stretched and termination of the round core wire was visible after portion was slightly removed from stretched/uncoiled area. Due to the uncoiling of the guidewire, no functional testing was performed with introducer needle. Therefore, the investigation is confirmed for the identified deformation, stretch and material unravel issue. However, the investigation is inconclusive for the reported removal difficulty, physical resistance, entrapment in tissue as functional evaluation not performed due uncoiling and as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the guide wire allegedly could not be removed from the puncture needle. Further reported that the guidewire had resistance and device stuck inside the patient. There was no reported patient injury.